Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that thrombectomy for a cardiogenic embolus of the left internal carotid artery was performed with the retriever (subject device). Approximately 16 hours after the procedure, the patient suffered a cerebral hemorrhage. No additional treatment was performed and approximately one week later, the patient was reported to be recovered. The physician's opinion that was reported indicated that there was no causal relationship between the subject device and the cerebral hemorrhage as the bleeding was located at the infarct site. No further information is available.

Manufacturer narrative:
The subject device was disposed at the hospital.

Event description:
It was reported that thrombectomy for a cardiogenic embolus of the left internal carotid artery was performed with the retriever (subject device). Approximately 16 hours after the procedure, the patient suffered a cerebral hemorrhage. No additional treatment was performed and approximately one week later, the patient was reported to be recovered. The physician's opinion that was reported indicated that there was no causal relationship between the subject device and the cerebral hemorrhage as the bleeding was located at the infarct site. No further information is available.